Manufacturer narrative:
The additional device referenced is captured under a separate medwatch report. (B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide device were achieved in the right common femoral artery via 7fr sheath using the preclose technique prior to a heart valve procedure on (B)(6) 2019. The sheath was upsized to a 10fr, then 22fr and the procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two proglide devices. Reportedly, on (B)(6) 2020, it was reported that the sutures were noticed to be sticking out of the skin. It was confirmed that the sutures had penetrated the skin. There was no report of a deployment issue with the proglide suture and no report of pain as a result of the position of the suture. No treatment has been reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of tissue damage (vascular injury) and dissection are listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported patient effect of tissue damage (vascular injury) is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Nah6: removal of code 2993.